Event description:
It was reported that the device illuminated the service wrench as the customer was attempting to update the software. There was no pt use associated with the event. Physio-control evaluated the device and found the internal hlc batteries depleted. The device would not be able to provide defibrillation therapy in the observed condition.

Manufacturer narrative:
(B)(4): physio-control isolated the failure to an excessive intermittent current leakage on the vlcd line of the digital pcb assembly. However, extensive device testing at the failure analysis center was unable to determine a conclusive cause for the malfunction. A replacement device was provided to the customer.